Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the event. The patient began treatment with an intraperitoneal injection (inj.) Of imipenam (500 mg, frequency and duration not reported) and an inj. Of amikacin (150 mg, route, duration and frequency not reported) for peritonitis. Patient outcome was unknown. Action taken with dianeal therapies was not reported. No additional information is available.